Manufacturer narrative:
The device has not been received for evaluation. A supplemental report will be submitted when the evaluation is complete. The cutter assembly contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing. Report 1 of 3.

Event description:
A report was received from a user facility in the USA with the following information: the stellaris device was set up for intervention related to a blood clot over the macula and central retina due to end stage proliferative diabetic retinopathy (pdr). The device passed prime and testing without event. The device was set for a cut rate of 5000 cuts per minute (cph) and vacuum set for 600 mmhg. As surgery began, vacuum became intermittent, the cutter would cut the blood clot; however, it would stop and not respond. The device was checked and all connections passed inspection. The cutter was subsequently replaced, primed and tested. Surgery continued; however, the surgeon again experienced issues with vacuum and cut. A third cutter was then primed and tested; however, the surgeon continued to have issues and requested a millennium device to complete the surgery. The millennium was set up and globe pressure was maintained during the transition. The case was then completed without event. There was no report of patient harm.

Manufacturer narrative:
One 25 gauge vitrectomy cutter was returned in a plastic bag. The original packaging was not returned, therefore, the lot number could not be verified. The tip protector was not returned. The needle was bent. The port window was in the opened position and there was fluid in the tubing. A functional test was performed using a stellaris pc system. The inner needle would not actuate/move. The cutter was vacuuming but would not cut. Due to the returned condition of the sample the cause of the bent needle could not be determined.